Event description:
It was reported that when the patient presented in the hospital with chest pain, the lead was found to be split and dislodged. The patient reported doing one thousand sit-ups that day. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead had perforated through the pericardium and pleural effusion and diaphragmatic stimulation was observed. A mini thoracotomy was performed to repair the right ventricle and the lead was explanted. Patient was clinically stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received notes that the patient developed a blood clot related to the lead. The device was moved from the left side to the right side.